Event description:
A 7mm diameter * 17mm length medtronic ave billary stent was inserted into a moderately calcified target lesion in the left renal artery after predilation with a pta balloon. The stent delivery system was inflated to 4 atm. And then deflated. The stent delivery system was then re-inflated to 8 atm. When the balloon burst. Another pta balloon was inserted to post dilate the stent, successfully. The target lesion was successfully treated and there was no additional clinical sequelae reported relative to the event.